Event description:
It was reported the customer assessed internal fecal management system tube while patient was it on side, registered nurse attempted to deflate and reinflate the balloon, and it appeared that the tube was only inserted with 5-7cc. This amount was confirmed by 3 registered nurses at bedside. When nurse attempted to inflate the balloon, water from the syringe exited the tubing via a hole in the tubing. Malfunction in tube (a hole) disallowed the tube from being inflated properly and being used properly.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. Correction: e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the customer assessed internal fecal management system tube while patient was it on side, registered nurse attempted to deflate and reinflate the balloon, and it appeared that the tube was only inserted with 5-7cc. This amount was confirmed by 3 registered nurses at bedside. When nurse attempted to inflate the balloon, water from the syringe exited the tubing via a hole in the tubing. Malfunction in tube (a hole) disallowed the tube from being inflated properly and being used properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.